Event description:
Medline seat cushion used to prevent pressure injury are over inflated with air. If used in the over inflated state, these cushions can cause pressure injury to the patient and can pop a hole due to being over inflated. Medline.